Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, an afx vela suprarenal proximal extension and an afx limb stent graft distal extension. Approximately six and a half (6.5) years post initial procedure, the patient presented at routine follow-up with a possible (non-device-related) type ii endoleak, and possible type ib and iiia endoleaks. Internal clinical assessment also identified the presence of a significant aneurysm enlargement (of 8.9mm). The physician elected to treat the patient by implanting an additional vela suprarenal and two (2) ovation ix extenders on (B)(6) 2022; this secondary intervention is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per device IFU. Reportedly, the secondary intervention was unsuccessful, so dr. (B)(6) referred the patient to dr. (B)(6) for additional treatment. Reference MFR. Report # 2031527-2022-00126 for this previous event. Approximately one (1) year post secondary procedure, the patient presented emergently with back pain and further aneurysm enlargement (unknown diameter). The physician (dr. (B)(6) ) elected to treat the patient by implanting one (1) afx vela suprarenal and one (1) afx2 bifurcated stent graft on (B)(6) 2023. During the re-intervention, a type iiib endoleak was diagnosed. Reportedly, the aneurysm was successfully excluded and the patient is doing well. This tertiary intervention event is captured per patient ID (B)(6).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx, aneurysm enlargement (of 17mm), type iiib endoleak (of the distal main body) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is user-related due to concomitant product use of ovation extenders within the afx (off-label condition). Other contributing factors include the previous and persistent (non-device-related) type ii endoleak (from the internal mesenteric artery) with aneurysm enlargement and an unsuccessful attempt to coil on 05 july 2022 (cautionary product use condition). No procedure-related harms of this event were identified. The final patient status was reported as doing well and discharged home on postoperative day two. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.